Manufacturer narrative:
The tech found the brake caster will not brake. Per the hill-rom user manual warning: patients may use the bed for support while entering or exiting; if the unit moves unexpectedly, patient injury could occur. When the unit is unattended, ensure that both brakes are locked. The brakes are for the clinitron bed are located at the right, head end and the left, foot end of the unit. To apply the brakes, step on the lower end of the brake lever to lock the wheels. To release the brakes, apply inward pressure to the upper end of the brake lever. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The tech reported the bed is located in the warehouse and the brake caster will not hold. No patient injury reported.